Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device did not work (balloon did not inflate).

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. However, a supplier corrective action request was sent to the supplier to address the reported condition through a more robust investigation. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
The device was returned for evaluation. After performing a visual inspection on the returned device, a rupture in the balloon could be observed. A supplier corrective action report was previously opened to further investigation this issue. All information received will be used for further tracking and trending purposes.